Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, perhaps infection. Healing without complaints, no osseointegration detected at opening.